Event description:
It was reported that during a saphenous vein graft to diagonal artery stenting procedure, a non-abbott embolic protection device (epd) was placed distal to the lesion. A 2.75x38mm xience prime stent was successfully implanted. The epd retrieval catheter was advanced over the wire, but met resistance when attempting to cross the implanted stent. The epd was inadvertently pulled into the stent resulting in longitudinal stent compression, reducing the stent length from 28mm to 23mm. Most of the stent compression was in the distal part of the stent, but a small amount was seen in the proximal stent. The proximal stent was still fully covering the lesion, but the distal stent was no longer fully covering the lesion. The retrieval catheter was removed. An unspecified over the wire (otw) balloon was advanced to the distal stent, inflated and the filter wire was pulled out and removed. No additional intervention was performed to the stented region and there are no plans for further intervention. Additionally, the epd remains entangled with the stent and there are no plans for intervention. The patient was monitored over night and on (B)(6) 2012, the patient was discharged home. There was no adverse patient sequela and no clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device remains in the patient. A cine of the intervention is scheduled to be received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.